Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The right internal iliac artery was coil embolised and intentionally covered by the endoprosthesis. The patient tolerated the procedure. On (B)(6) 2017, computed tomography scan reportedly showed a proximal type I endoleak. According to the report, the proximal end of the trunk-ipsilateral leg component (pxt261218/10071373) had migrated distally from its intended infrarenal position (distance unknown). On (B)(6) 2017, a re-intervention procedure was performed whereby an excluder® aortic extender component was implanted for proximal extension. Intra-procedural angiography confirmed that the endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Gore became aware of reportability on july 7, 2017.